Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, device back up vvi issue was observed. The programmer crashed during mid interrogation and during the re-interrogation of the device went into back up vvi. It was unable to be determined the cause of the back up vvi. A device download was successfully performed. Patient was stable.